Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system was performing as intended. The navigation system passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the passive planar probe was flickering while tracking. The site used ndi spheres (another manufacturer's). It was unknown if this was related to the problem. There was no impact to the patient outcome and less than an hour delay due to the reported issue.